Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012984229); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013044276); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the valve dove approximately 4-5mm deeper into the left ventricle than intended during final deployment. The patient went into complete heart block. A temporary pacing wire was inserted and left in place during recovery to monitor and pace the patient as needed. There was a trivial paravalvular leak, and no gradient was measured invasively. The procedure ended with the right ventricle lead left in the patient, and a permanent pacemaker implantation was then implanted on the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the valve dove approximately 4-5mm deeper into the left ventricle than intended during final deployment. The patient went into complete heart block. A temporary pacing wire was inserted and left in place during recovery to monitor and pace the patient as needed. There was a trivial paravalvular leak, and no gradient was measured invasively. The procedure ended with the right ventricle lead left in the patient, and a permanent pacemaker implantation was then implanted on the same day. Additional information was received that a pre-implant balloon dilation was performed. The patient's anatomy was a contributing factor to the dislodgement as the calcium score was approximately 1800 with not a lot of calcium distribution on valve leaflets and a nodule of calcium on the left ventricular outflow tract (lvot).